Manufacturer narrative:
(B)(4). G2: foreign - event occurred in denmark. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported through a retrospective study of patients that one patient underwent arthrodesis due to severe pain. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b3, b5, g3; h2; h6. - no product was returned or pictures provided; visual and dimensional evaluations could not be performed. - part and lot identification are necessary for review of device history records, neither were provided. - device is used for treatment. - insufficient information provided. Unable to perform a compatibility check. - complaint history review cannot be performed without product identification. - medical records were not provided. - a definitive root cause cannot be determined. - no corrective actions, preventive actions, or field actions resulted after investigation of this event. - complaint cannot be confirmed. Attempts have been made to gather all product identification information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a knee arthrodesis due to pain, at their own request. According to the medical notes, it is too early to determine the final outcome. There is currently no indication for amputation. The patient has undergone multiple revisions and continues to experience persistent severe pain despite this. According to the medical notes, there was no preceding fall, trauma, or similar event prior to the operation. Chronic pain despite multiple revisions. Attempts to obtain additional information have been made; however, no more is available.